Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of the memory log found all shock lead impedance measurements were consistently high and that there were four high voltage system faults from six and seven months earlier. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock for atrial fibrillation (af) with rapid ventricular response. The device recorded a code 1005 indicative of an open shock lead. There were out of range shock impedance measurements (>125 ohms). No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that a revision procedure was performed due to continued high out of range shocking impedance measurements. During the revision procedure the physician experienced difficulty removing the right ventricular (rv) lead, thus it was surgically abandoned. The existing implantable cardioverter defibrillator (ICD) was explanted. A new rv lead was implanted and the patient was downgraded to a single chamber ICD. No additional adverse patient effects were reported.